Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device will not stay paused and continues to infuse with no breaths paused. There was patient involvement but no harm. Additional information received: the customer states: "we had a pca pump on the unit and it was noted that the etco2 was connected to the non bd monitor and not the etco2 module next to the pca; however, the pca pump was still functioning and delivering doses. The pump indicated "pca pause protocol off. The patient was fine."

Manufacturer narrative:
Correction: date of event. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue where the pca module does not remain paused and only pauses once could not be confirmed or replicated during the investigation. The returned device underwent a full evaluation, including physical inspection and laboratory testing, with no anomalies observed. Laboratory test results confirmed that the suspect pca module was operating within specification and operated as intended. Preventive maintenance (asm) testing was also performed on the suspect pca module. All tests passed, indicating that all features and the pca¿s behavior were functioning as expected. The event date provided by the facility was march 24, 2025. Time of event was reported as 9:00 am. However, the event logs from the pcu did not register any activity on that day. However, the pcu event logs did not record any activity on that day. A review of the event logs showed that the closest activity involving the suspect device occurred on (B)(6) 2025. On that day, a total of eighty-eight (88) illegal keypresses were recorded. Additionally, five (5) pauses were performed. However, the log review did not reveal any issues or malfunctions related to the reported complaint. The last power-on event recorded on march 27 was at 2:44:37 pm. The ¿new patient¿ option was not selected, the profile in use was ¿adult,¿ and the suspect device was assigned to (B)(6). Alaris system user manual v12.1 states in general information on the section of warning and cautions the next: the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. Alaris system user manual v12.1 states in chapter 4 ¿ alaris¿ pca module model: 8120 on the section of pca pause protocol feature the next: the pca pause protocol is an optional, hospital-configurable feature that is intended to align with the healthcare facility¿s current protocol for patient monitoring during pca therapy. All programming, data entry, and validation of pca pause protocol parameters are performed by a healthcare professional according to hospital-defined protocol/procedure or a physician¿s order. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pca module s/n: (B)(6) (w/o: (B)(4). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue where the pca doesn't stay paused and just paused one time was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device will not stay paused and continues to infuse with no breaths paused. There was patient involvement but no harm. Additional information received: the customer states: "we had a pca pump on the unit and it was noted that the etco2 was connected to the non bd monitor and not the etco2 module next to the pca; however, the pca pump was still functioning and delivering doses. The pump indicated "pca pause protocol off. The patient was fine."